Event description:
Ref.: # (B)(4), customer ref.: # (B)(4).

Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA, 45 barbour pond drive, wayne, nj 07470. Contact person- (B)(6). The device was received at maquet cardiopulmonary's laboratory on (B)(6) 2019. Biological residuals were observed on the sample and therefore the device was submitted to a cleaning process using sodium hypochlorite as per local procedure lv 205 after the cleaning process, the device was submitted to visual inspection. No clots were detected neither the inlet side nor the outlet side. No defect was found. A further investigation is currently not possible for safety reasons. Corresponding measures have already been initiated. Once these measures have been implemented, the investigation can be resumed. The failure could not be confirmed. Device history record was reviewed on 2019-04-18. There were no references found, which are indicating a non-conformance of the product in question. The reported failure did not contribute to death or serious injury. In addition at this time it cannot be concluded that this is a systemic error. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
According to the hospital: "continuous pressure increase from p1 (before oxygenator) to ~420mmhg and delta p1-2 from ~220mmhg during extracorporeal circulation including flux reduction from ~6l/min to ~3l/min and moderate oxygenation function. Change of the oxygenator -> then inconspicuous flow and pressure ratio." (B)(4).